Event description:
Pt underwent the placement of a cpi aicd in 1999. A tined endotak lead was not stable in the rv apex, so a screw-in endotak endurance ez lead was implanted. This lead dislodged to the right atrium resulting in double counting and a spurious shock. Therefore, the endotak lead was removed and replaced by medtronic sprint lead. This lead was chosen, as it has a longer screw. The lead replacement took place in 1999.